Event description:
On (B) (6) 2010, it was reported by the user facility ((B) (4)) to terumo cardiovascular that during cardiopulmonary bypass procedure, the reservoir became overpressurized. The user facility reported that the oxygenator and the centrifugal pump were changed out and there was 700cc of blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation, but evaluated a representative unit from the same lot. The evaluation determined that in order to raise the air pressure inside the device to stop venous flow, the reservoir has to be totally sealed off, which may have occurred and caused of the event. Without having the actual device to evaluate, the event cannot be confirmed. As indicated, user facility that the reservoir became overpressurized which resulted in 700cc amount of blood loss. The oxygenator and centrifugal pump were changed out and the surgery was completed successfully. (B) (4).